Event description:
It was reported a stroke case where a guidewire (subject device) was used with a microcatheter and retriever. After four retrieval attempts, a different microcatheter was used. When removing the guidewire, the guidewire fractured and remained in the head. The fractured piece was successfully removed with a snare and no harm or adverse consequences were caused by the incident.

Manufacturer narrative:
The subject device was not returned.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. An undeterminable cause was assigned because review and analysis of available information failed to identify a definitive cause and because the product was not returned.

Event description:
It was reported a stroke case where a guidewire (subject device) was used with a microcatheter and retriever. After four retrieval attempts, a different microcatheter was used. When removing the guidewire, the guidewire fractured and remained in the head. The fractured piece was successfully removed with a snare and no harm or adverse consequences were caused by the incident.